Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the smi-02ap device was being used on (B)(6) 2021 during a rotator cuff repair procedure when it was reported "lower jaw broken".there was no report of medical intervention or any known hospitalization for the patient. There was no report of impact/injury to the (B)(6) patient. The procedure was completed with an alternate unknown device. A good faith attempt was made to obtain further information. To date no response has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. A DHR review was requested from the manufacturer classic wire cut, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised the following: avoid lateral stresses to the instrument or device function may be compromised. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Instruments should be stored in the shoulder restoration system tray to protect the features. This issue will continue to be monitored through the complaint system to assure patient safety.